Event description:
Blood leaks occurred after start of hemodialysis treatment. The patient was well. The blood loss volume was not reported. The dialysis center reported that blood leak occurred in three kinds of lots. However, the number of patients and products involved in concerned lot are unknown.